Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed and found no irregularities. The subject device was returned to local service department of olympus. Local service department checked the subject device and found that no image was on the monitor due to a faulty main board. The cause of main board failure could not be identified.

Event description:
Olympus medical systems corp. (Omsc) was informed by the customer that during the preparation for use, image was not coming on the monitor. There was no report of patient injury associated with the event. The subject device was used in combination with camera head maj-554.

Manufacturer narrative:
The field service engineer checked the subject device and found that image was not coming on monitor. It was checked with another bnc cable. It was found that camera head cable was damaged but power switch led was getting on. The subject device was not returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.